Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. The data logs were returned and were reviewed along with clinical report. Data logs showed there multiple "purge pressure low" alarms with erratic purge pressure metrics. The root cause of the purge leak was unable to be determined because the product was not returned so the location of the leak could not be identified. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66 year-old male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that there were intermittent purge flow/pressure alarms with a noticeable leak in the purge sidearm. The pump was replaced. There was no patient harm reported.